Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "dr. (B)(6) used the ca090 during a laparoscopic cholecystectomy. He closed the cystic duc with 3 clips and the cystic artery also with 3 clips. He recognized that some of the 6 clips closed scissor-liked ("crossed legs"). He tried to remove the clips, but it was not possible without injure the duct. So he decided not to remove the clips with crossed legs. After the procedure they performed an ercp because the patient had pain. During the ercp they realized that the choledochus duct was perforated. They had to perform a further procedure to close the perforation. Dr. (B)(6) assumed, that the crossed-legs clips perforated the choledochus duct. He could not tell me the date of the procedure, he assumed that it might have been at the end of (B)(6). They did not keep the ca090 for a return to applied medical." Type of intervention - "a further procedure to close the perforated choledochus duct." Patient status - "according to dr. (B)(6), patient status is now ok"

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.